Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's battery was dead. The device was not changed out, as the customer continued use of the unit until it could be serviced. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.